Event description:
Related manufacturer reference numbers: 2017865-2019-04952, 2017865-2019-04954, and 2017865-2019-04955. It was reported the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown.

Manufacturer narrative:
A partial lead was returned in one piece measuring 13.0 cm from the connector pin. Electrical testing did not find any anomalies. All damages found are consistent with procedural damage.